Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges. The alarm trace did not indicate any issues. A general reagent problem was not present because the qcs before the event were within the specified ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas e 801 analytical unit. The initial result was 266 pg/ml. The repeat result was 6.99 pg/ml. The initial result was not reported outside the laboratory, as it did not match the patient's clinical diagnosis.